Event description:
Customer called to report a hospitalization with low blood glucose. Customer was treated by emts, his blood glucose level was 20 mg/dl. Customer was given dextrose. Customer's blood glucose reading at the time of the event was 103 mg/dl. The blood glucose level at the time of discharge was 150 mg/dl. Customer went up to 220 mg/dl with an injection. Customer stated that he reuses the reservoirs and sets. Advised customer that using the same supplies is not recommended. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.